Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated and the allegation was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the no alerts on the g6 mobile application occurred. The patient's mother stated the patient experienced a hypoglycemic event due to the low alert failing to sound and notify either the patient or the parent via the follower application. The patient's blood glucose was double checked against a fingerstick that showed 4.1 mmol/l, after which they were treated by the school staff with an 'insuline' injection despite the patient being hypoglycemic, followed by glucojuice and a carbohydrate supplement. No symptoms were reported, however, the patient's mother stated that the patient is hypo unaware. The patient then recovered without further issue. Additionally, it was noted that the low alert sounded when the patient's estimate glucose value (egv) rose to 5.0 mmol/l. No data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No additional patient or event information is available.